Event description:
On (B)(6) 2009, the consumer's mother phoned into the customer care dept at 6:01am that her daughter was admitted to the hospital with high blood glucose readings. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.